Event description:
It was reported that a malfunction with code malf 24 occurred with the customer's pump, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer did not have a backup therapy available and planned to consult a healthcare professional. Tandem technical support resolved the issue by confirming the customer's shipping address and sending a replacement pump, advising the customer on necessary actions for returning the faulty pump and setting up the new one.